Event description:
Procedure: roux-en-y. According to the reporter: the staples did not form when dispensed from the device. Another handle and reload was used to continue the case. There was fluid leakage and additional tissue loss.

Manufacturer narrative:
(B)(4). (B)(4).